Event description:
It was reported that the device produced crossed clips. Another device was used to complete the case. There was a less than five minute delay to the procedure to retrieve the other device, which added extra anesthesia time. There was no pt injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent if the device is received.